Event description:
It was reported that the ilet did not connect to the dexcom g7 due to an incorrect pairing code being entered, which resulted in the ilet not receiving cgm data until the correct sensor number and pairing code were entered and pairing was reattempted. Symptoms included hyperglycemia with a reported peak blood glucose of 238 mg/dl and subsequent reduction to 192 mg/dl, without ketone testing, alerts above 300 mg/dl, or immediate health effects. Outcomes included transient elevated blood glucose without the need for medical intervention, hospitalization, or assistance. Investigation included guided troubleshooting to verify the correct sensor identifier in the dexcom app, editing the pairing code, and restarting the device to reinitiate pairing. Investigation of this case revealed user setup error related to selection of the wrong pairing code and sensor number, leading to failure of cgm-to-pump pairing until corrected. It was concluded, based on previously established findings for similar reports, that the cause was user error in device setup.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.